Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the morning of (B)(6) 2013, the patient could not be awakened and ems was called. The patient's blood glucose (bg) reportedly tested at 21mg/dl and the patient was given dextrose. The patient was not transported to the hospital and resumed insulin pump therapy. The reporter noted that the pump was one day behind on the date and the time was 12 hours off. The reporter stated that on (B)(6) 2013, the battery was changed and the time and date were confirmed to be correct at that time. During troubleshooting customer technical support asked the reporter to remove the battery and the time and date reset to default. This complaint is being reported because the patient allegedly experienced hypoglycemia requiring medical intervention while using insulin pump therapy with the potential that the reported time and date issue was a cause or contributor.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump successfully completed the required 29 hour flow accuracy test and was found to be delivering within the specification.

Manufacturer narrative:
The reporter noted that the time and date were off and had reset to default settings when the battery was removed. This issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.